Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Patient information- the information provided is for the patient that was being treated. (B)(4). The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the r2p destination slender sheath valve was leaky. Upon injecting contrast, blood sprayed in the physician's eye. The physician scrubbed out and cleaned his eye. There was a stiff glidewire in the sheath and nothing else. The patient being treated was in stable condition and the procedure outcome was successful. Additional information was received on may 14, 2018. The procedure being performed at the time of the event was a r2p intervention. The user was doing an angiogram post angioplasty, through the destination slender from r radial. The patient being treated did not have significant blood loss. The physician washed his eye immediately and did not experience any health issues due to the event.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information and the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on june 21, 2018. The contrast was injected by hand.